Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical test performed. The device passed of the tests performed. This older device configuration is no longer manufactured.

Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.